Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial flutter and atrial fibrillation, there appeared to be a torn or damaged sheath tip as seen on the very distal end of the blue material of the device. No patient complications were reported.

Event description:
During a pulmonary vein isolation (pvi) procedure to treat an atrial flutter and atrial fibrillation, there appeared to be a torn or damaged sheath tip as seen on the very distal end of the blue material of the device. No patient complications were reported. It was further reported that the event was identified during the procedure when the physician tried to insert sheath into the patient. The sheath was replaced to complete the procedure. The device is not available to return because it was discarded in the facility.

Manufacturer narrative:
B5: describe event or problem- updated. D3: manufacturer name, manufacturer address 1, manufacturer city, manufacturer state, manufacturer zip/postal code, MFR country- updated. D4: model number, lot number, catalog number, expiration date, unique identifier (UDI) #- updated. H6: evaluation method codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.